Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not work in case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside the loading device. Specs of blood was observed on the loading device. The blue slide lock was dis-engaged and the plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Upon observation it was difficult to determine if the safety lock on the cutter was engaged and the actuation button was depressed before or after the break or the dis-engaged of the cutter. The cutter case was broken and opened near the actuation button. Blood was observed on the cutter but not on the cutter needle. The needle of the cutter was bent. Due of the presence of blood inside the delivery tube, we were not able to measure it's dimensions. We were unable to test the ability of the cutter to fire, as the device was broken and the case of the cutter was opened near the actuation button. Based on the return condition of the device, the reported complaint was confirmed for the analyzed failure modes "bent needle", and "break; cutter". The certificate of conformance (c of c) for the cutter was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not work in case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.